Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: g2. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the unit was operating on battery power only and confirmed that the icon at the top of the screen displayed ¿rescue.¿ esp personnel guided the customer through properly re-engaging the console into the cart. The customer verified it was now charging by hearing the audible tones when it was re-engaged, seeing an ac plug icon over the battery icons, and verifying the icon at the top of the screen switched from rescue to hybrid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), while connected to mains power, was operating solely on battery power during use. No patient harm or injury occurred. The console indicated battery operation, with the icon at the top of the screen displaying ¿rescue.¿ no harm reported.